Event description:
Failed left total hip replacement (broken femoral prosthesis).

Manufacturer narrative:
Report date: (B)(6) 2009. Investigation is not complete. The user facility medwatch form FDA 3500a report is attached. Event device code is addressed in a package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2009-00250, 00251.